Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 29.8 mmol/l at the time of the incident. No further complications were reported. The customer will continue to use the product. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.